Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery, and when she changed the battery the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 343 mg/dl. She also mentioned a low blood glucose of 34 mg/dl, which she treated with a soda. Troubleshooting was initiated for the failed battery test alarm. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. Additionally, the customer mentioned that the top edge of the reservoir compartment was broken off but still functional. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and test reservoir will not lock or click in place also, unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. No unexpected failed battery test alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and missing the reservoir tube o-ring.